Event description:
Patient was revised to address infection (both sides).

Manufacturer narrative:
No product was returned. A search of the warsaw and international complaint database did not find any reports for the product code/lot provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.